Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 5 mdrs filed for the same patient (reference 1825034-2016-01269 / 01271 & 02001 / 02002).

Event description:
It was reported that patient underwent a left elbow revision procedure approximately five (5) years post-implantation due to poly wear. During the procedure, the poly bushings were removed and replaced. It is suspected that the wear is due to the initial implantation angle.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2016-01269/ 01270 / 01271). Product location unknown.

Event description:
It was reported that patient underwent left total elbow arthroplasty on (B)(6) 2003. Subsequently, patient underwent revisions on (B)(6) 2008 and (B)(6) 2012 due to poly wear. During the revisions, the poly bushings were removed and replaced. A future revision procedure has been indicated due to poly wear; however, another revision procedure has not been reported at this time. It is suspected that the wear is due to the initial implantation angle. No further information has been provided.